Event description:
The customer reported to baxter (B)(4) of an incident that occurred on (B)(6) 2010 involving the vented paclitaxel set. While priming the set before use on a patient, a leak occurred from the closed air inlet site. No patient injury has been reported by the customer.

Manufacturer narrative:
(B)(4). The customer returned one used sample for evaluation. An under water leak test was performed and the reported was confirmed due to a cut in the tubing. A batch review was performed on the reported lot and no deviations were noted. However, no assignable root cause could be determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.